Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) delivered multiple inappropriate shocks to the patient. Blood was noted in the lead connector ports of the ICD and EKG strips indicated the ICD may have sensed noise inappropriately. The lead was inspected; no insulation breaks were reported and the pacing threshold and impedance measurements were acceptable. The physician elected to replace the ICD.